Event description:
Ventilator alarmed. The total volume needle was noted to be at 1898 although it had been set at 600. The pt was removed from the vent and assisted with an ambu bag. When pt was placed on a new ventilator her ventilatory status continued at 99% saturation.